Manufacturer narrative:
Device will not be returned for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the proximal feet on the standard size x-fuse would not open and engage the bone after implanted. Therefore the implant was not useable and a larger size was implanted.

Manufacturer narrative:
Evaluation summary: the reported event that x-fuse implant had no expansion during surgery could be confirmed since we received a picture of the implant which is not expanded. Based on investigation, the root cause of the determined no expansion problem was attributed to a user related issue. The x-fuse implant no expansion problem was caused by plastic deformation. This nitinol implant has a superelastic feature. This is not a memory shape which is activated through the temperature management of the implant. If the implant does not expand when released by the forceps, it means that the device has been plastically deformed. This plastic deformation can be caused by the user when handling the device. Some possible root causes are (without being limited to): the wrong forceps are used to manipulate the device, - the device is not manipulated using the appropriate portions (there are specific slot on the legs for the forceps), - the strength applied on the device is too high, - the wrong size of the implant has been selected. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the proximal feet on the standard size x-fuse would not open and engage the bone after implanted. Therefore the implant was not useable and a larger size was implanted.